Event description:
It was reported by a veterinarian that an animal underwent a surgical procedure on an unknown date and suture was used. The needle detached from the suture as it was being removed from the pack. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.